Manufacturer narrative:
The hill-rom technician found that the charging cable was turning black at the transition to the charger due to traces of burning. Per 7en137105 rev. 7 "instruction guide viking m, l, xl", hill-rom states that if the charger cable is permanently stretched it should be replaced in order to minimize the risk of the cable getting stuck and breaking. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the charging cable and control box to resolve the alleged issue. The technician performed functional, visual, and audible tests per the service manual 3en370401 rev. 20 to verify the lift functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the lift was having problems when charging the battery, and the charging cable was turning black. The lift was located at (B)(6) at the time of the incident. There was no allegation of patient or caregiver injury reported. This report was filed in our complaint handling system as complaint #(B)(4).